Manufacturer narrative:
For evaluation. Reliability engineering evaluated the device and the reported condition of overheating was confirmed. An assessment was performed on the device which found that the device failed the temperature assessment (reading 118.1 degrees, should not exceed 118 degrees), due to a broken drive shaft. During repair it was observed that the drive shaft was broken. It was determined that this condition was due to excessive force being used during use. This was further defined as misuse, abuse, and/or abuse. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
Gtin is unavailable as the product made prior to compliance date; (B)(4). The actual device has been returned and is currently pending evaluation. Once reliability engineering evaluates the device, a supplemental medwatch report will be sent accordingly.

Event description:
It was reported that during a preventative maintenance after an unknown surgical procedure, it was observed that the motor device was overheating. It was reported that there were no delays in the surgical procedure as a spare device was available for use. There was no patient involvement reported. There were no patient or user injuries reported. It was reported there was no medical intervention or prolonged hospitalization. All available information has been disclosed. If additional information should become available, a supplemental medwatch report will be submitted accordingly.

Manufacturer narrative:
(B)(4). Upon further investigation additional information was received stating that event occurred during preventive maintenance(pm)/other, not (post surgery). If additional information should become available, a supplemental medwatch report will be submitted accordingly.